Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2018, rialb2. Initial notes: I'm having a problem inquired what led up to the complaint. Customer response: am trying to download carelink personal using my meter, I have the contour nextlink, I stick it in, I'm using microsoft internet explorer not edge or chrome. I hit upload and nothing happens. Customer's outcome pertaining to the complaint: advised java is not loading, advised to update java. Verified pt was able to upload pump and generate reports. Additional notes: treated for low of 40 and woke up with bg of 540, declined t/s says he's lost weight and working with hcp to regulate changes in settings. Ship: nothing / return: nothing.